Event description:
The manufacturer's representative reported the pt was admitted to the ER after being implanted with a new device earlier in the day. The pt was experiencing lethargy and overdose symptoms. The pt was treated with narcan. No device troubleshooting was reported. The manufacturer's representative reported the pt recovered and is doing well. The drug contained in the pt's pump is unknown. Additional information had been requested, but was not available at the time of this report.